Manufacturer narrative:
Other text: additional information received: h6. B5.

Event description:
Additional information received stating no patient involvement; incident occurred during routine testing.

Event description:
It was reported the device gave error code 416622. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing (motor drive test) were performed. The customer reported problem was confirmed. According to the investigation the reported problem was caused by motor jammed due to debris in the gears. Investigator's clear jam and remove debris from the pump gears. The problem source of the reported problem is unknown.